Event description:
It was reported that while preparing for surgery, it was found that this helical blade inserter that had just been returned from service and repair, is still not working. The junction at the tip does not attach to the helical blade. It appears that there is a burr on the tip. Also, the 4 bearings on the inserter have gashes on them. There was no patient involvement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The nonconformances found in this DHR review are not relevant to this complaint. The device was checked visually and functionally one hundred percent at manufacture and passed. The product evaluation visual inspection revealed that there are several nicks and dings on the gold handle. The alignment indicator is undamaged and is in like new condition. There is a large dent on the side of the tip and on the shoulder of the junction in line with it. There is a burr raised on the tip at the dent and the side has been deformed such that cannulation is no longer round. The complaint condition was due to the inserter being struck on the tip and raising a burr and deforming it. The device can still be used for the intended function but the helical blade must be seated onto the inserter tip using the coupling screw to pull it tight. The complaint condition was caused by mis-use or abuse and therefore the complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). (B)(6). (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).